Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a cavernous carotid aneurysm, the physician reported two pipeline flex devices did not open. It was reported that the patient anatomy was tortuous and the physician experienced some difficulties to deliver the device due to the vessel tortuosity. The first device was ped 5.00x16 (MDR MFR# 2029214-2015-00499) did not open distally and was removed with the microcatheter as one system. After removing the first device, another pipeline flex was attempted to be delivered. While deploying the second device ped 5.00x20 (MDR MFR# 2029214-2015-00498), the physician tried to move the proximal end to gain apposition which caused the entire device came back past the proximal neck. The physician then decided to remove the pipeline flex with the catheter as one system. Subsequently, the patient was treated with a pipeline embolization device successfully. No patient injury was reported as a result of this procedure. The customer discarded the product involved in the incident.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.